Event description:
It was reported during a routine aculoc2 plate system removal surgery, the t8 stick fit hexalobe driver tip (part number 80-0759, batch number 539523) was deformed by the surgeon. It was also reported only one t8 screwdriver was prepared in the surgical instrument set for removal, therefore another instrument was used to remove the screw. The surgery was completed after a 20-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00600 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 539523) was returned for evaluation. The returned driver was examined with magnified photography. The laser marks on this device were discolored, with brown discoloration and occasional pitting presented near/around/on text. Infrequent spotty brown discoloration/pitting was also seen at various locations on the device. The tip of this drive feature was deformed. It had been twisted/torqued about the axis of the device. The measurements (allowable range 3.375 to 3.385; 3.3845 was measured) indicated the returned driver was not missing a tip and had solely been twisted. Visual appearance and key measurements indicated that the device's drive feature had been twisted, potentially under torsional loading from an end user. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.